Event description:
During servicing, a philips field service engineer (fse) reported a slow charge time using the battery.

Manufacturer narrative:
(B)(4). The fse localized the issue to the battery. The involved battery was at least six years old. The customer was informed that this device has been out of support since december 2006 and parts may no longer available. The device remained at the customer site.